Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: visual examination identified that the stent had moved on the balloon approximately 5mm distal from the distal edge of the proximal markerband. Stent damage was present throughout with struts stretched distally and misaligned. The outer diameter of the damaged stent was approximately 0.074". The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user error as the dfu states that this device is contraindicated for use in an 'unprotected left main coronary artery.' (B)(4).

Event description:
Reportable based on analysis completed on 11/16/2011. It was reported that during a percutaneous coronary intervention, the stent delivery device was unable to cross the lesion. Vascular access was obtained via the left radial artery. The 80% stenosed, eccentric lesion was located within a previously implanted stent in the non calcified and moderately tortuous unprotected left main artery. The lesion measured 4.5mm in diameter by 10mm in length and a 45-90° degree bend was observed. Pre-dilation was performed with an unspecified balloon. The 4.5x12mm taxus liberte was advanced, but was unable to cross the lesion. The procedure was completed with 2 overlapping non bsc stents and post-dilation. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the stent was damaged and had moved on the balloon.